Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported primary surgery in (B)(6) 2020 and reported instability, loosening and a required revision which is not currently scheduled. Patient noted he has stage 3 kidney failure and stated he can "pull his shin 1 inch from the knee". Patient would like to know if parts are subject to a recall.